Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that an alert was received via remote monitoring indicating that the battery capacity on this device had depleted. There was also an information to suggest there was a charge time that exceeded 45 seconds. The patient was brought into the clinic and a capacitor reformation was completed. During the capacitor reformation it was reported that a clicking noise was heard from the device. The patient also reported a twinge or sensation of warmth around the device area. Device data was submitted for engineering analysis. Limited information was available for review due to the device battery status of end of life (eol). It was confirmed that two charge timeouts were recorded. Device replacement was recommended.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Review of device memory indicated that a charge timeout alert (> 45 seconds) had been recorded. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the device¿s ability to provide shock therapy because the hv capacitors could not be fully charged, but brady pacing, telemetry, and other device functionality remained available.